Event description:
The customer reported a blood leak that was not contained within the coulter lh 500 hematology analyzer. The instrument did not generate any error messages. There was no report of direct contact with the leak. The customer was wearing personal protective equipment consisting of gown, gloves, and goggles. No erroneous results were generated from this event. A field service engineer (fse) evaluated the analyzer at the customer's site.

Manufacturer narrative:
The fse found the leak was caused by a pinhole in the sample diff tubing at the blood sampling valve (bsv). The fse replaced the tubing and the instrument ran without any leaks and error messages. (B)(4).